Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿fails rotor error alarm test". The unit was triaged and the reported issue could not be confirmed at this time; the device passed the rotor error alarm test each of the five times it was administered. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit fails rotor error alarm test during testing. No patient was involved.